Event description:
Caller states that they tested back to back on the device and received 470mg/dl and 521mg/dl. He reports that fifteen minutes later he tested at 430mg/dl on the device and 10 minutes after that, 85mg/dl on a doctor's device. No treatment received. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device replacement was sent.